Event description:
Customer reports to have high blood glucose of 506 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were incorrect, basal rates were correct, insulin did exit tubing, customer was, no air found in tubing, and cannula was not bent. Troubleshooting was not completed as customer did not have tubing clamp for high pressure test. Tubing clamp would be sent to customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.